Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml (unknown dose and lot number) via an implanted pump. It was unknown what medications the patient was taking at the time of the event. The indication for use was intractable spasticity and cerebral palsy. The pump was removed due to infection. The entire system was removed (B)(6) 2012 including the catheter. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, dose and lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.